Event description:
It was reported that the patient experienced episodes of low blood glucose while using an omnipod 5 pod. The patient reported experiencing persistent dizziness, sickness, and fatigue. The patient stated that these symptoms progressed, he subsequently developed diabetic ketoacidosis (dka). He sought medical attention the same day and was admitted to the hospital ((B)(6)). The patient reported remaining hospitalized for approximately eight months. During hospitalization, the affected omnipod 5 pod was discarded by hospital staff. During treatment, the patient was taken off the omnipod 5 system and managed on a sliding scale insulin regimen, receiving insulin via manual injections. He also treated low blood glucose episodes by ingesting low-bg corrective drinks. The patient reported that his healthcare provider advised him to discontinue use of the omnipod 5 system for the time being. Since admission on (B)(6) 2025, the patient has not resumed use of the omnipod 5 device and has relied on backup insulin pens for ongoing insulin delivery. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 2.0.0. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.